Manufacturer narrative:
Unit received with unresponsive buttons due to corroded electronic assemblies, corroded battery tube and corroded motor home switch. Unable to perform displacement test or self test due to unresponsive keypad. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that crack along battery compartment. The customer¿s blood glucose level was unknown at the time of the incident. The device will be returned for analysis.